Manufacturer narrative:
The insulin pump was received with blank display due to missing battery tube spring. The displacement, priming, basic occlusion, occlusion and no delivery tests were all unable to be performed due to blank display anomaly. The insulin pump had a broken belt clip slot, cracked reservoir tube lip, scratches on the lcd window and scratches on the case. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call blank display and high blood glucose levels. Customer's blood glucose level was 411 mg/dl. Customer advised they were sick and gave themselves a temporary basal. Customer treated themselves with an insulin pen. Troubleshooting for blank display was performed. Customer advised they had issues with the battery and the insulin pump would power up on its own. Customer advised the blank display lasted less than 30 seconds. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.